Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the "check vent: backup alarm failed" (diagnostic code 1104) was duplicated at the repair center. The se also confirmed that the code was recorded in the event log. The se noted that the central processing unit (cpu) was replaced to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The returned central processing unit (cpu) printed circuit assembly (pca) was evaluated by the product investigation lab (pil) to determine the root cause of a device malfunction. Upon installing the component onto a standard test bed (stb) and pressing the power button, the system immediately generated error code e1104 on the liquid crystal display (lcd). While the technician could temporarily quiet the accompanying audible and visual alarms, the error code remained locked on the screen to prevent it from being overlooked, and it consistently reappeared every time the machine was power cycled. To evaluate the device's backup safety systems, the technician intentionally induced a hardware power failure condition on the test bed. During this simulated failure, the indicator light on the front bezel correctly flashed bright red, but the backup speaker failed to emit the mandatory secondary audible alarm tone. Diagnostic testing traced both the repeating error code and the silent backup alarm directly to a single malfunctioning part: the secondary alarm buzzer, designated as ls1. To verify the defect, the technician isolated the buzzer and measured its electrical resistance, discovering an abnormally low internal reading of 240k ohms. The technician then applied 10 volts of direct current directly to the component using an external regulated power supply, and the buzzer failed to emit any sound. The investigation officially confirmed that this faulty ls1 buzzer caused the backup alarm circuit to fail and triggered the persistent e1104 system errors.